Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and likely causal relationship between hd therapy utilizing the optiflux f160nre dialyzer and the reported dialyzer blood leak resulting in patient blood loss with a subsequent blood transfusion. Although the dialyzer has not been evaluated by the manufacturer at this time, it was reported that the hd machine alarmed appropriately for a blood leak and the test strips were positive for the presence of blood resulting in the patient¿s blood not being returned. As a consequence of the dialyzer blood leak, the patient required medical intervention in the form of a blood transfusion. It is unknown if the patient experienced a drop in hemoglobin. The patient refused to go to the ER. The patient was seen at the office of the pcp where their relative works to receive a transfusion on the following day. Based on the available information the optiflux f160nre dialyzer blood leak caused the patient blood loss with subsequent blood transfusion.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used which tested positive for the presence of blood. No damage and no defects were noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned resulting in an estimated blood loss (ebl) of 300 ml. There were no patient adverse effects experienced, or symptoms expressed, and no medical intervention required at that point in time. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation. After the completion of the treatment, the doctor was notified of the blood leak event and they ordered the patient to go to the emergency room (ER) to have hemoglobin (hgb) levels checked. The patient¿s hgb levels from that week were low (no value provided). It was affirmed that the patient was not exhibiting any signs or symptoms, and they had no complaints. The patient did not go to the ER. The following day, the patient received a blood transfusion at their primary care provider¿s office. Per the cm, the patient¿s relative is the office manager for the primary care provider and that is most likely the reason the patient received the prophylactic treatment.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used which tested positive for the presence of blood. No damage and no defects were noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned resulting in an estimated blood loss (ebl) of 300ml. There were no patient adverse effects experienced, or symptoms expressed, and no medical intervention required at that point in time. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation. After the completion of the treatment, the doctor was notified of the blood leak event and they ordered the patient to go to the emergency room (ER) to have hemoglobin (hgb) levels checked. The patient¿s hgb levels from that week were low (no value provided). It was affirmed that the patient was not exhibiting any signs or symptoms, and they had no complaints. The patient did not go to the ER. The following day, the patient received a blood transfusion at their primary care provider¿s office. Per the cm, the patient¿s relative is the office manager for the primary care provider and that is most likely the reason the patient received the prophylactic treatment.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. Blood was present throughout the dialyzer, including on the outside of the fibers. During gross visual examination, a delamination was observed in the polyurethane (pu) on the cavity ID end. The delamination was extending from approximately 320° to 45°, with the dialysate ports at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.